Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as the patient made a mistake and did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the event. The patient was treated for peritonitis with vancomycin and fortam (dose, route and frequency not reported). At the time of this report, the outcome of peritonitis was unknown. The pd therapy was ongoing. No additional information is available.